Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately calcified superficial femoral artery. A 6.00 mm/2.0 cm/135 cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured after the first inflation at 4 atmospheres for few seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.